Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that pumps with cadd medication cassettes attached were constantly alarming, no disposable. It was reported the alarming problem was ongoing for over a month and was occurring almost immediately when in use. Per reporter patient information cannot be provided.